Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, version #: 2.1.0. The manufacturer representative went to the site to test the navigation system. It was observed that there were multiple exams on the navigation system. The available space was below 30 %. They removed multiple exams. Reduced from 1500 to 800. No hardware parts were replaced. Please look to regulatory report #:3004785967-2022-00072. For the imaging system issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a ortho (tha and tka) procedure. It was reported that after the spin the scan did populate but then the navigation system was frozen. The scan populated on the mobile view station (mvs) and they had a 3d image from the spin. The site tried to push manually but it would not push. The site did not go back to ap lateral. In the original spin it looked as if the spin did not complete but it gave them an image still. The system did not finish its spin and would not manually push and unable to send. After restarting the navigation system and re-spinning everything worked fine. The site believes this is a software malfunction. Troubleshooting was performed and they checked to see if the ethernet was plugged in and out. There was less than an hour delay in the case. No impact on patient outcome.

Manufacturer narrative:
H3) the software team investigated the logs and found that there were three sessions on the date of the issue. Among them the 1st session captured "communication error: scanner and stealth are not physically connected", the other two sessions recorded that the scan transferred successfully. As per the logs, the stealth did not receive any response till 6mins from patient being scanned. During this 6mins times stealth will show receiving digital intercommunication of medicine (dicom) banner at the top left and waits for the response from the scanner which might looks like system froze. This is a timeout issue, due to the timeout the communication is restarted. As per the case description, restart resolved the issue. Suspecting network issue might have caused the issue, but provided insufficient information to determine root cause of the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.